Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an asian female patient underwent breast augmentation with a 300cc mentor memorygel breast implant on the left side on (B)(6) 2020, and with 325cc mentor memorygel breast implant on the right side on (B)(6) 2021 and experienced bilateral capsular contracture; baker grade iii postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3503254bc; lot number 9619329 on the right side, and with catalog number 3503004bc; lot number 9611614 on the left side on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On march 8, 2022, mentor became aware that under initial report alert date did not equal g3 or ra awareness date since ra awareness date was mistakenly not updated to the alert date. It should have been updated to february 16, 2022. Then the due date would be 3/18/2022. Still report was submitted on time. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 8, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 4, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 300cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).